Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) micro-volume inlets had foreign particulate matter; further identified in the packaging and near the connector. This was found prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 15, 2022 and march 16, 2022. H11: the actual devices and photographic sample were received for evaluation. The returned photograph was reviewed, and it was noted that there were small dark spots of particles observed in the sealed packaging of the product. A visual inspection was performed on the actual samples, and a dark spot particulate on the white inlet connector and in the sealed packaging were observed. A stereomicroscopy was performed on the actual sample, and at least one particle was observed in the sample. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.